Event description:
Additional information received from the reporter for mw5171759 on july 2, 2025. Dexcom g6 sensor inaccuracy: 7:16am g6 reading 108, finger stick reading is 81. That is a mard of 33.3%. Dexcom g6 sensor error > 3 hours / multiple inaccuracies after calibration attempts. Replaced this sensor. Sensor only worn 9 days. Dexcom g6 sensor inaccuracy: 12:30pm g6 reading 99, finger stick reading is 256. That is a mard of 61.3%.

Event description:
Dexcom g6 sensor inaccuracy: 7:11am g6 reading 154, finger stick reading is 119. That is a (mard) mean absolute relative difference of 29.4%. Activated on (B)(6) 2025.